Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during functional testing, the device was unable to obtain an ECG signal via electrode pads. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The device was not returned to zoll medical corporation for evaluation. Instead, the device data logs were provided for review. The customer's report was observed during review of the device data logs. However, without receipt of the device, the cause of the report could not be determined using the device logs. This claim will be re-opened if the device is returned to zoll. Analysis of reports of this type has not identified an increase in trend.